Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection revealed no deviations from the technical specifications that could be related to the clinical complaint. Especially the results of the electrical and mechanical analysis proved to be in conformance with specifications. Other damages, such as the cuts in the insulation 13 cm distal of the is-1 connector pin, were probably caused during the explantation process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had benn carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the electrode was explanted approx. 5 months after implantation. Loss of capture was suspected. The pacemaker-dependent patient suffered a syncope. A holter ECG showed a short asymptomatic asystole.